Manufacturer narrative:
A complaint has been received by pfizer (site name) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued. The worst case severity is s5 (determinations made (B)(6) 2020). Impact to the device was possible adverse event. Malfunction is present in this case. Hazardous situation: product migration. Hazard number (worst case) was h10-15. Severity (worst case) was s5. MDR was issued for the associated ae case. A review of previous MDR found similar cases regarding thomboemolic events.

Event description:
Thromboembolic event [embolism], stroke [cerebrovascular accident]. Case narrative: this is a spontaneous report based on the information received by pfizer from baxter healthcare corporation (baxter case ID number (#): (B)(4). A contactable physician reported that a patient of unspecified age and gender received treatment with absorbable gelatin (gelfoam), thrombin (floseal) on an unspecified date; each with unspecified route of administration, therapy dates, dosage, and indication. The patient's medical history and concomitant drugs were not reported. It was reported that during an education/lecture held at (company name, city name and reporter name redacted), the patient reported that during a posterior cervical discectomy, the patient had a thromboembolic event which led to a stroke. The products in use during the procedure included thrombin and absorbable gelatin sheet that were cut, then moisturized with thrombin. No test or treatment data provided. The action taken with the suspect products and the patient outcome were not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (03jan2020): this is a follow-up spontaneous report from product quality complaints. This report included that: a complaint has been received by pfizer (site name) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued. The worst case severity was s5 (determinations made (B)(6) 2020). Impact to the device was possible adverse event. Malfunction was present in this case. Hazardous situation: product migration. Hazard number (worst case) was h10-15. Severity (worst case) was s5. MDR was issued for the associated ae case. A review of previous MDR found similar cases regarding thromboembolic events. Company clinical evaluation comment: based on information available, a causal relationship between the onset of a thromboembolic event which led to a stroke and the use of absorbable gelatin (gelfoam) during a posterior cervical discectomy cannot be ruled out. Product indication and route of administration all were unspecified. Company product quality complaints investigation suspected malfunction, with hazardous situation of product migration. Final investigation is not available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Comment: based on information available, a causal relationship between the onset of a thromboembolic event which led to a stroke and the use of absorbable gelatin (gelfoam) during a posterior cervical discectomy cannot be ruled out. Product indication and route of administration all were unspecified. Company product quality complaints investigation suspected malfunction, with hazardous situation of product migration. Final investigation is not available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Thromboembolic event [embolism], stroke [cerebrovascular accident]. Case narrative: this is a spontaneous report based on the information received by pfizer from baxter healthcare corporation (baxter case ID number (#): (B)(4). A contactable physician reported that a patient of unspecified age and gender received treatment with absorbable gelatin (gelfoam, UDI(if appl): (B)(4), thrombin (floseal) on an unspecified date; each with unspecified route of administration, therapy dates, dosage, and indication. The patient's medical history and concomitant drugs were not reported. It was reported that during an education/lecture held at (company name, city name and reporter name redacted), the patient reported that during a posterior cervical discectomy, the patient had a thromboembolic event which led to a stroke. The products in use during the procedure included thrombin and absorbable gelatin sheet that were cut, then moisturized with thrombin. No test or treatment data provided. The action taken with the suspect products and the patient outcome were not reported. Upon follow up on (B)(6) 2020, investigation report received, a complaint has been received by pfizer (site name) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued. The worst case severity was s5 (determinations made on (B)(6) 2020). Impact to the device was possible adverse event. Malfunction was present in this case. Hazardous situation: product migration. Hazard number (worst case) was h10-15. Severity (worst case) was s5. MDR was issued for the associated ae case. A review of previous MDR found similar cases regarding thromboembolic events. Upon follow up on 05feb2020, investigation report received. There is reasonably suggested as device malfunction with severity of harm: s5. Final confirmation status was not confirmed. Samples available was unknown ad pgs did not receive a returned complaint sample, or photographs, for evaluation. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the site. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (site name) is not required. No follow up attempts are possible. No further information is expected. Follow-up (03jan2020): new information received from product quality complaints included: investigation report. Follow-up (05feb2020): new information received from a product quality complaint group included: investigation report. Company clinical evaluation comment: based on information available, a causal relationship between the onset of a thromboembolic event which led to a stroke and the use of absorbable gelatin (gelfoam) during a posterior cervical discectomy cannot be ruled out. Product indication and route of administration all were unspecified. Company product quality complaints investigation suspected malfunction, with hazardous situation of product migration. Quality operations could not determine a root cause for the reported defect and concluded there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation., comment: based on information available, a causal relationship between the onset of a thromboembolic event which led to a stroke and the use of absorbable gelatin (gelfoam) during a posterior cervical discectomy cannot be ruled out. Product indication and route of administration all were unspecified. Company product quality complaints investigation suspected malfunction, with hazardous situation of product migration. Quality operations could not determine a root cause for the reported defect and concluded there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation.

Manufacturer narrative:
A complaint has been received by pfizer (site name) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued. The worst case severity is s5 (determinations made on (B)(6) 2020). Impact to the device was possible adverse event. Malfunction is present in this case. Hazardous situation: product migration. Hazard number (worst case) was h10-15. Severity (worst case) was s5. MDR was issued for the associated ae case. A review of previous MDR found similar cases regarding thomboemolic events. Upon follow up on 05feb2020, investigation report received. There is reasonably suggested as device malfunction with severity of harm: s5. Final confirmation status was not confirmed. Samples available was unknown ad pgs did not receive a returned complaint sample, or photographs, for evaluation. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the site. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the report.

Event description:
Event verbatim [preferred term] thromboembolic event [embolism] , stroke [cerebrovascular accident] , . Case narrative: this is a spontaneous report based on the information received by pfizer from baxter healthcare corporation (baxter case ID number (#): (B)(4)). A contactable physician reported that a patient of unspecified age and gender received treatment with absorbable gelatin (gelfoam), thrombin and thrombin (floseal) on an unspecified date; each with unspecified route of administration, therapy dates, dosage, and indication. The patient's medical history and concomitant drugs were not reported. It was reported that during an education/lecture held at (company name, city name and reporter name redacted), the patient reported that during a posterior cervical discectomy, the patient had a thromboembolic event which led to a stroke. The products in use during the procedure included thrombin and absorbable gelatin sheet that were cut, then moisturized with thrombin. No test or treatment data provided. The action taken with the suspect products and the patient outcome were not reported. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on information available, a causal relationship between the onset of a thromboembolic event which led to a stroke and use of absorbable gelatin (gelfoam) during a posterior cervical discectomy cannot be ruled out. This case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on information available, a causal relationship between the onset of a thromboembolic event which led to a stroke and use of absorbable gelatin (gelfoam) during a posterior cervical discectomy cannot be ruled out. This case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.